Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl and they treated it with manual injection. Cannula was bent. Customer reported kinked cannula. Customer stated that they experienced same incident in the past wherein the blood glucose was climbing and they were not sure if it was because they tested positive for covid or bent cannula. The status of auto-mode feature was unknown. The insulin pump will not be returned for analysis. Frn-332a-rsvr, unomed set.